Manufacturer narrative:
Device evaluation is not necessary as reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient experienced an infection and developed a full-body rash shortly after initial implant surgery one month prior to the report. Per the patient's neurologist, the surgeon decided to explant the patient's device. Per the surgeon's office, both the patient's lead and generator were explanted two weeks after implant. The surgeon's office presumed both implant sites were infected since pathology testing of the two incision sites and both explanted devices indicated that the patient experienced a large inflammatory response. The nurse mentioned that the patient was also an organ transplant patient and was thus immunosuppressed prior to surgery, indicating that the patient's physiology likely contributed to the onset of the infection. The surgeon was unsure whether the patient's full-body rash was related to vns and the associated infection or if the rash was a separate allergic reaction she was having. The surgeon reported that the patient scratched herself often after the rash appeared. The device history records for the lead and generator were reviewed and confirmed that both devices met all specifications for release prior to distribution. No additional relevant information has been provided to date.